Manufacturer narrative:
(B) (4). (B) (4). Unspecified injuries occurred. No conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a pt underwent abdominal surgery on (B) (6) 2005 and mesh was implanted. Following the surgery, the pt experienced undisclosed injuries. No additional info was provided.